Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. This event occurred in (B)(6). Occupation: occupation was lay user/patient.

Event description:
The initial reporter received a questionable result from coaguchek xs meter serial number (B)(4). At 08:00 am, the result from the meter was 4.9 inr. At 08.45 am, the result from the laboratory using an unknown reagent was 3.52 inr.

Manufacturer narrative:
Field relevant tests,laboratory data was updated.